Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7073749.

Event description:
It was reported that the patient was experiencing stimulation in the ribs and was not feeling stimulation coverage since implant. The patient underwent several reprogramming attempts, however, unsuccessful. It was noted that the leads potentially migrated cephalad from original placement. The patient underwent an explant procedure. The explanted linear leads were discarded.